Event description:
Physician reported, left side implant rupture. Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed.

Manufacturer narrative:
Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported left side implant rupture. Device has been explanted and replaced with a non-abbvie device.